Event description:
It was reported the ems crew was responding and placing an io into the tibial tuberosity of a pt. During insertion, the driver could be heard slowing down and eventually stopped moving leaving the io catheter not fully inserted. The backup ems unit provided a functioning driver and replacement device had to be used to complete the intervention. There was a delay in treatment with no pt complications reported.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.